Event description:
It was reported that pump declared altitude alarm while customer was already following precautions and had previously experienced same issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and was prepared to use alternate insulin method if needed, and technical support arranged replacement pump under warranty, provided storage and return instructions for problematic pump, confirmed shipping details, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.